Event description:
The rvad (right ventricular assist device) of a bivad pt developed a crack in the blood pump case that required re-operation to replace the device. There was no adverse effect on the pt as a result of the rvad replacement. The pt was successfully transplanted and is reported to be doing well.